Manufacturer narrative:
Product analysis : the full lead was returned, analyzed. Analysis was performed and no anomalies were found. The analyst noted that the helix could be fully extended and retracted.

Event description:
It was reported that during an implant procedure, the helix of the lead would not extend. The lead was removed and replaced. No patient complications have been reported as a result of this event.